Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that two weeks post implant there was bleeding from the incision site. The blood cultures were positive and there was bacteremia. The patient was treated with antibiotics. Following, the device and leads were removed and a temporary lead was implanted. Five days later the device and leads were replaced. No further patient complications have been reported as a result of this event.